Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped due to low pacing impedances of less than 200 ohms and noise with oversensing and pacing inhibition. Should additional information be received, this file will be updated.